Event description:
In 2002 the end-user called medtronic minimed and stated that customer called complaining about kinked cannulas. In 03/2002 maersk medical a/s received the complaint and 4 used sets, 4 unused sets.